Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the crack around the objective lens malfunction was traced to component failure and the causation of the malfunction of the foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope had foreign objects that came out of the distal end and the adhesive around the objective lens had a crack. There was no patient involvement.